Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that four months after the replacement of their implantable cardiac defibrillator (ICD, the patient was admitted to the hospital with a diagnosis of sepsis, vegetation, and positive blood cultures. The patient was in acute renal failure requiring dialysis and respiratory failure requiring ventilator support. The source of the infection was indicated as vegetation on the tricuspid valve and bacteremic with positive blood cultures. The ICD and three leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2007; 419488 implantable pacing lead (B)(6) 2007. (B)(4).